Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the low pressure alarm activated on an intubated patient. The ventilator was removed from the patient and the patient was placed on a different ventilator. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Resolution and disposition: a full pvt was performed and passed. No parts were replaced. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.